Event description:
Complainant alleged that the medics were monitoring a patient (age and gender unknown) with the device, when the screen display intermittently went blank. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.